Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: during a knee procedure surgeon was using the saw attachment and trs hand piece and the screw that holds the blade in place kept coming loose after 75 minutes into the procedure. The saw was used approximately 5 or 6 minutes in the procedure. It was noted this hospital uses the saw in drill mode which runs at a higher speed which could cause this problem. No further information available. This is 1 of 2 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. An internal investigation was conducted. There are no visible damages. During the function test, the attachment did work as required and it was not possible to reproduce the complained malfunction. The exact cause of this occurrence is not able to be determined. Possible causes are insufficient tightening of the locking screw or the use of a non-compatible saw blade. This creates higher vibrations, which can lead to a loosening of the locking screw. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device used for treatment. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.